Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the artificial urinary sphincter (aus) device stopped working six years after implant. Patient experienced recurring incontinence. The physician tried cycling the device, but no troubleshooting resolved the issue. Physician suspects device had fluid loss. All component were explanted and replaced without any adverse patient effects.